Manufacturer narrative:
Device evaluation by MFR: synergy ous mr 3.00 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks. A examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues. No other issues were identified with the device.

Event description:
It was reported that stent damage occurred. The 70% stenosed, 3.0mmx19mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After the lesion was pre-dilated with balloon, a 3.00 x 20 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent was kinked. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable. It was further reported that the delivery shaft was kinked and not the stent as what previously reported.

Event description:
It was reported that stent damage occurred. The 70% stenosed, 3.0mmx19mm target lesion was located in the severely tortuous and severely calcified left anterior descending artery. After the lesion was pre-dilated with balloon, a 3.00 x 20 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent was kinked. The device was simply pulled out and completely removed from the patient's body. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.